Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device row board, ethernet and power cables were misaligned. The field service engineer (fse) reseated the row board cable in main drawer 6, reseated the ethernet and power cables, checked all edrawer connections, and reseated all internal connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ac power failed and multiple drawers failed, requiring maintenance. The customer attempted troubleshooting, including a reboot, unplugging and plugging in the power cable, and opening the back panel to check; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.